Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was overheating and a bearing disassembled from the device. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.